Event description:
It was reported that during implant dislodgement was noted on the left ventricular (lv) lead. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.